Event description:
A malfunction alarm was reported with a code indicating a pump issue, but there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support provided information on resetting the pump, which the customer successfully completed, and the malfunction code did not recur. The customer understood the instructions and was advised to continue using the pump, with directions to call back if the malfunction reoccurred.